Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.0, 5.1, lab: 3.3. On (B)(6) 2012, pt tested on the inratio2 meter a 9:00 am and received a 1.0 inr. Pt called the dr and he advised her to take a shot of lovenox. She retested at the lab 2 hours later and then again on her inratio2, an hour after the lab.

Manufacturer narrative:
Investigation pending.